Event description:
A voluntary MDR/medwatch report was received on 06/18/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. According to information received through a maude report, the patient inserted a new g7 sensor on the morning of (B)(6) 2026. Following sensor insertion, the patient reportedly experienced inaccurate glucose readings. Later that day, at approximately 4:30 pm, the patient was transported by emergency medical services (ems) to the hospital for evaluation and was admitted for inpatient hospitalization. No additional details regarding glucose values, symptoms, diagnosis, or treatment were provided in the report. Due diligence could not be performed because the reporter could not be identified and no contact information was available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5189027.